Manufacturer narrative:
Combination product: yes.

Event description:
Patient received shock for what is believed to be inappropriate detection. Patient will be contacted to discuss what they were doing at the time and steps for further evaluation. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.